Event description:
It was reported that during a low rectal cancer procedure the surgeon used ax55 to do with rectum and found that no staples came out after the firing. The surgeon had to change the procedure from a dixson to a miles, and cut the anus. Changed another device to complete the procedure and made the fistula for the patient. The patient lost his anus.

Manufacturer narrative:
(B)(4). : information was not provided by contact. Additional information provided: did the surgeon transect prior to inspecting staple line? Yes, the surgeon didn¿t feel anything abnormal, so he transect the tissue prior to inspecting staple line. How low was the transection? About 3-4 cm to the pectinate line. What was the tissue thickness? It was normal. What were the tissue properties? The tissue was normal rectum. Has to the patient undergone any radiation or chemo therapy? Yes, the patient had radiation or chemo therapy one years ago for lung cancer. Was the device difficult to fire? No. What is the current status of the patient? The patient has already left hospital 1 week after the procedure. The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.